Manufacturer narrative:
Device has not been returned to manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported optical tracking could not be used. It was also noted the usb had recognition failure, and the system did not shut down automatically. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer needed to be replaced. After replacement, the system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.